Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the back and flanks on (B)(6) 2022 and (B)(6) 2022 using a cooladvantage applicator and presented with paradoxical hyperplasia (pah/ph).

Event description:
Additional information was receive that the patient was treated on (B)(6) 2022 using a cooladvantage coolcurve+ applicator.

Manufacturer narrative:
H11 - corrected data: d1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the back and flanks on (B)(6) 2022 and (B)(6) 2022 using a cooladvantage applicator and presented with paradoxical hyperplasia (pah/ph). Additional information was receive that the patient was treated on (B)(6) 2022 using a cooladvantage coolcurve+ applicator.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch # 1. Aware date should have been listed as 5/26/2023. Corrected data: h6.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the bra fat/back fat and flanks sometime in (B)(6) and (B)(6) of 2022 using a cooladvantage applicator. After treatment, the patient was confirmed to have hyperplasia (ph) in the treated areas. Additional information was received that the patient was treated on (B)(6) 2022 using a cooladvantage coolcurve+ applicator.